Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The target lesion was a de novo lesion located in the mid right coronary artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized on the same day. The patient was discharged the next day.

Event description:
It was further reported that the event term was updated from "chest pain" to "chest pain - non-cardiac; musculoskeletal in origin".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).